Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Pictures have been received. The reported event can't be confirm as it can't be seen any damage of the inner pouch or cement powder leak. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, during the surgery, two products were examined and for both of them the powder leaked out the inner pouches. It was reported as well that the surgeon performed the surgery using spare product. No adverse event has been reported as a result of the malfunction.